Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of the rca, the nir elite balloon lost pressure at 12 atm's on the second inflation. The number of atm's reached for the initial inflation is unknown. It is noted that the lesion was pre-dilated. The nir elite balloon was removed and replaced with an unspecified device to complete the procedure. The patient was asymptomatic during this event. A 7f terumo introducer sheath, a traverse guidewire (size unknown), a 7f zuma ii jr4 guide catheter and an encore26 inflation device were also used during this procedure. The nir elite balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.